Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced non-specific symptoms. The right atrial (ra) lead demonstrated intermittent undersensing during at/af episodes resulting in inappropriate pacing. It was further reported that far field r-wave (ffrw) oversensing was observed on the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited high / increasing thresholds and low p waves. It was also reported that the ffrw oversensing resulted in inappropriate pacing therapy due to suboptimal pr logic performance by the implantable pulse generator (ipg). The lead was explanted and replaced.